Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was impacted at 38 mg/dl. Customer drank juice to address blood glucose level. The customer reverted to alternate method of insulin therapy.